Event description:
Device has been explanted.

Manufacturer narrative:
Reason for reoperation is deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior. Leak test and microscopic analysis was performed which identified: striated opening on anterior, valve delamination and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is two striated opening on anterior due to surgical damage consist in the use of some surgical tool and delamination partial of the valve (adhesive failure).

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.